Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 687 mg/dl. The customer was treated with manual shot. Customer did not wish to continue troubleshooting. The customer had using the insulin pump within 48 hours of the high blood glucose. The insulin pump will be returned for analysis.